Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: investigation revealed that all keys on the keypad were unresponsive. Further examination revealed that the keypad flex connector was not fully closed. The keypad cover was removed and there was no evidence of contamination on the key contacts. Due to the unresponsive keypad, the audio bolus button could not be tested. However, the bolus button cover was found to be intact. The following findings were unrelated to the reported issue: the battery compartment was cracked in two places: below the bumper pad and between the bumper pad and the top of the compartment. The battery cap was found to be damaged - the threads were stripped. The cap was able to be fully tightened.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.